Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, no diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
Patient reports 4 out of 10 pouches purchased, there was leakage from accuseal tap, however, unable to determine exact location. No further information was provided and patient outcome was no reported.